Event description:
An atc technologies inc. Modulap, disposable unipolar electrosurgical probe, broke during a laparoscopic surgery (removal of the uterus) and this lead to a perforation of the patients bowel. Surgery was required to repair the bowel. The patient is doing well.

Manufacturer narrative:
The investigation is in-process.